Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on 9 july 2021 wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01783. It was reported the patient had high impedances on all contacts. Surgical intervention may take place at a later date to address the issue.